Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The reported event was addressed with phone support by a field service engineer (fse) to further investigate the reported event. The fse guided the customer through the process of reinstalling the instrument on universal surgical manipulator (usm) 4, to test the guided tool change (gtc). The error logs were reviewed, an error code was noted as having occurred indicating that the surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode, that could be related to the reported event. However, the reported event was not confirmed; no site visit was conducted as the system was verified as working properly and ready for use.

Event description:
It was reported that during a da vinci assisted anterior mesh rectopexy procedure, while re-inserting the monopolar curved scissors (mcs) instrument, the guided tool change (gtc) did not work; and the mcs instrument perforated the intestine. The issue occurred five minutes after docking the robot, when the mcs was removed from universal surgical manipulator (usm) 4; and re-inserted. The gtc did not work and the mcs was inserted an additional 10cm and perforated the small bowel. There was no bleeding, and the perforation was sutured closed. The procedure was completed, and the patient required 2 additional days in the hospital for monitoring; but there were no post-operative complications. The reported event occurred only once during the procedure. The surgeon was unsure the cause of the reported event as the usm 4 moved without being touched and the surgeon did not tap the clutch prior to the insertion of the scissor. It's unknown if the green/white blinking was observed on usm 4, indicating that gtc is active.

Manufacturer narrative:
Additional information was later obtained that the surgeon and nurse confirmed prior to the bowel perforation, the monopolar curved scissors (mcs) instrument was placed on the universal surgical manipulator (usm) without the energy cable attached. The energy cable was attached after the mcs was placed on the usm. H10: review of the system logs found a master tool manipulator (mtm) drift error that can potentially result from instances such as a surgeon side console user letting go of an mtm while their head is in the high-resolution stereo viewer sensor, or a patient side cart user applying external force on an arm that is being commanded by the surgeon. A review of the kinematic data found indicates that immediately following the energy cable being plugged into the instrument on universal surgical manipulator 4, the mcs instrument moved approximately 54mm from its original location within the same second that the drift error occurred. As a result, the most likely cause of the unintended instrument movement based on the reported event details and the instrument kinematic log data, is a release of the mtm hand control while the system was still in following mode and an energy cable being plugged into the instrument. The da vinci xi surgical system in-service guide: surgeon includes the following excerpts regarding surgeon console interaction under hand controls activity: head-in requirement: --always place fingers in hand controls before placing your head in the stereo viewer. --always take your head out of the stereo viewer before taking your hands out of the hand controls.

Event description:
Refer to h10/h11 for follow-up information.